Manufacturer narrative:
Concomitant medical products: d384drg ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered. The right ventricular (rv) lead had a jump in bipolar impedance as well as coil impedance. Oversensing was noted due to non-sustained episodes. An issue was suspected with the pacing conductor. Reprogramming was performed to change the sensing vector until the lead was explanted and replaced the following day. The right atrial (ra) lead was noted to be adhered to the rv lead, so it was also explanted and replaced. No patient complications have been reported as a result of this event.